Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that even if the battery has been replaced, device does switch on and then off after a few minutes. No patient impact or consequences were reported.

Event description:
The customer reported that even if the battery has been replaced, device does switch on and then off after a few minutes. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. A 10 beep watchdog alarm is triggered after boot up. Due to failure error, device cannot take measurements and screen goes dark while it beeps. Internal inspection found a short that causes the voltages in the instrument board to be out of range. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.